Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('general abnormal bleed/ abnormal bleeding(general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), depression ("psychological trauma"), urinary tract infection ("urinary tract infection"), migraine ("migraine"), headache ("headache"), alopecia ("hair loss") and anxiety ("anxiety"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, depression, urinary tract infection, migraine, headache and anxiety outcome was unknown. The reporter considered alopecia, anxiety, depression, dysmenorrhoea, genital haemorrhage, headache, migraine, pelvic pain and urinary tract infection to be related to essure. The reporter commented: dysmennorhea (cramping), general abnormal bleed, psychological disorder, uti, migraine, headaches, hair loss removal details: "patient who is status post a unilateral essure not able to get it done on the left side, and so she came in today wanting sterilization, wanted to have coil removed. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2021: pre and postop diagnoses: desires sterilization. Pelvic pain. Procedure: laparoscopic bilateral salpingectomy. Specimens: bilateral fallopian tubes and unilateral. Essure coil on the right side. Complications: none. Indications: patient who is status post a unilateral essure not able to get it done on the left side, and so she came in today wanting sterilization, wanted to have coil removed. She has had pelvic pain since then. Description: both fallopian tubes were identified by the fimbriated end, and the was used to coagulate and cut below the fallopian tubes. Removing first the left tube, we went the right tube all the way up to the essure point and then a tube was cut. The essure coils were pulled out and removed. The remainder of the right fallopian tube was removed in a small piece. All of the specimens were removed through the larger trocar. There was some bleeding noted on the left side and monopolar cautery was used to cauterize that area with the suction irrigation and appeared to be clear of any and good hemostasis was noted. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 20-oct-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('general abnormal bleed / abnormal bleeding(general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), depression ("psychological trauma"), urinary tract infection ("urinary tract infection"), migraine ("migraine"), headache ("headache"), alopecia ("hair loss") and anxiety ("anxiety"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, depression, urinary tract infection, migraine, headache, alopecia and anxiety outcome was unknown. The reporter considered alopecia, anxiety, depression, dysmenorrhoea, genital haemorrhage, headache, migraine, pelvic pain and urinary tract infection to be related to essure. The reporter commented: dysmennorhea (cramping), general abnormal bleed, psychological disorder, uti, migraine, headaches, hair loss removal details: "patient who is status post a unilateral essure not able to get it done on the left side, and so she came in today wanting sterilization, wanted to have coil removed. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2021: pre and postop diagnoses: desires sterilization; pelvic pain. Procedure: laparoscopic bilateral salpingectomy; specimens: bilateral fallopian tubes and unilateral; essure coil on the right side. Complications: none. Indications: patient who is status post a unilateral essure not able to get it done on the left side, and so she came in today wanting sterilization, wanted to have coil removed. She has had pelvic pain since then. Description: both fallopian tubes were identified by the fimbriated end, and the was used to coagulate and cut below the fallopian tubes. Removing first the left tube, we went the right tube all the way up to the essure point and then a tube was cut. The essure coils were pulled out and removed. The remainder of the right fallopian tube was removed in a small piece. All of the specimens were removed through the larger trocar. There was some bleeding noted on the left side and monopolar cautery was used to cauterize that area with the suction irrigation and appeared to be clear of any and good hemostasis was noted.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 5-nov-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleed/ abnormal bleeding(general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping)"), depression ("psychological trauma"), urinary tract infection ("urinary tract infection"), migraine ("migraine"), headache ("headache"), alopecia ("hair loss"), anxiety ("anxiety") and pelvic pain ("pain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the genital haemorrhage, dysmenorrhoea, depression, urinary tract infection, migraine, headache, anxiety and pelvic pain outcome was unknown. The reporter considered alopecia, anxiety, depression, dysmenorrhoea, genital haemorrhage, headache, migraine, pelvic pain and urinary tract infection to be related to essure. The reporter commented: dysmennorhea (cramping), general abnormal bleed, psychological disorder, uti, migraine, headaches, hair loss diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2021: pre and postop diagnoses: desires sterilization. Pelvic pain. Procedure: laparoscopic bilateral salpingectomy. Specimens: bilateral fallopian tubes and unilateral. Essure coil on the right side. Complications: none. Indications: patient who is status post a unilateral essure not able to get it done on the left side, and so she came in today wanting sterilization, wanted to have coil removed. She has had pelvic pain since then. Description: both fallopian tubes were identified by the fimbriated end, and the was used to coagulate and cut below the fallopian tubes. Removing first the left tube, we went the right tube all the way up to the essure point and then a tube was cut. The essure coils were pulled out and removed. The remainder of the right fallopian tube was removed in a small piece. All of the specimens were removed through the larger trocar. There was some bleeding noted on the left side and monopolar cautery was used to cauterize that area with the suction irrigation and appeared to be clear of any and good hemostasis was noted. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2021: removal information added to the case; lab data added; reporter added; imdrf-FDA synchronization based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.